Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 86.1 cm. Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the lead could not be advanced further into the vein with the guidewire. The physician withdrew the lead and re-irrigated it. When attempting to insert the lead again, blood was seen in the lead. The lead was removed and replaced. The patient was in stable condition.